Manufacturer narrative:
The unit had an intermittent button response due to corroded keypad traces. The unit did not have a button error alarm, an unexpected beeping, or an unexpected black circle on the screen during testing. The unit had a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm, a beeping, and a black circle on the display. The customer's blood glucose level was 179 mg/dl. The customer was informed that the product would be replaced. No further details were provided.